Event description:
It was reported that the insulin pump was cracked. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and display was bleeding.